Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a peel-away tab breaking was able to be confirmed by the photo. A device history record review was performed, and two relevant findings were identified. Two non-conformances were initiated to address the issue of a peel-away tearing incorrectly. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub , withdraw guidewire and dilator sufficiently to allow blood flow". The report of a peel-away sheath tab separating was confirmed through complaint investigation of the customer supplied photo. Visual analysis revealed that one of the tabs separated from the extrusion. Confirmation from manufacturing revealed that this defect needs to be further investigated by the manufacturing facility. Therefore, manufacturing likely caused or contributed to this issue. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the clinician had difficulty peeling the sheath apart. One tab broke off after pulling so hard. No patient harm was reported and the PICC was successfully placed. The sheath was removed from the patient in its entirety. The patient's condition is reported as fine.

Event description:
It was reported the clinician had difficulty peeling the sheath apart. One tab broke off after pulling so hard. No patient harm was reported and the PICC was successfully placed. The sheath was removed from the patient in its entirety. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).